Manufacturer narrative:
Concomitant medical product: product ID 97791 lot# unknown product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020 product type lead product ID 97791 lot# unknown product type accessory h3. Analysis of the implantable neurostimulator and leads found no significant anomaly of these devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the end of (B)(6) 2020, the patient had been feeling a weird tingling in their arms and hands and on his face, depending on their movements and how they were laying. The rep met with the patient on (B)(6) 2020 and checked impedances and performed reprogramming. The rep reported that reprogramming resolved the event. No device issues were reported. Additional information received from a manufacturer representative (rep). It was reported that the leads were placed in the thoracic epidural space. Impedances were all normal. The cause of the tingling was undetermined. Additional information received from the patient via the manufacturer representative reported that it stopped working, they had no pain relief. The patient noted they were getting a tingling sensation in their head, face and arms any time the device was on and it would go away when the device was turned off. Reprogramming had been attempted but it was unknown if the issue was resolved. The device was explanted.